Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. A volume discrepancy was reported. The patient¿s pump was refilled yesterday. The arv (actual reservoir volume) was 2 ml and the erv (expected reservoir volume) was 7 ml. It was noted that there were no discrepancies prior to yesterday¿s refill. The patient had presented to the hospital last night or the day of the report with pulmonary issues. The patient was in the hospital. Per the healthcare provider the patient had a history of pulmonary issues so they were not sure if the patient¿s condition was related to the infusion system. Additional information received reported that there was no troubleshooting related to the volume discrepancy however they reduced the delivery rate by 25%. It was unknown the cause of the volume discrepancy and the issue was not resolved. Per the reporter the patient was to be released from the hospital on monday (B)(6) so the patient must be better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.